Manufacturer narrative:
The aquabeam handpiece was returned for investigation. A replacement aquabeam handpiece was provided to the account as part of warranty replacement. A review of the treatment log files confimed the reported e31 and additional e22 and e23 errors. Functional testing was unable to replicate the reported issue. The aquabeam handpiece functioned as expected. The root cause is undeterminable as the aquabeam handpiece was found to be functioning as expected. A review of the device history record (DHR) ab2000-d / serial number (B)(6) and aquabeam handpiece / lot number 24c01626/112 was conducted, which confirmed there was one non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The aquabeam robotic system user manual, sj um0101 rev. B, states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece e23 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece e31 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that prior to aquablation therapy inside the patient, the aquabeam robotic system generated an "e31 - motorpack error" and "e22 - motorpack error." Despite troubleshooting attempts, the issue could not be resolved and a new aquabeam handpiece was used to successfully complete the procedure. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.